Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after the 2nd firing on the blood vessel. Then, the device was removed from the patient by pulling out without opening. There was no damage on the target blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found over-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.